Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and with cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.